Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the similar us list number, the international list number is unknown the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 the patient indicated that there was pus and leakage at the insertion site. Patient feels feverish but did not measure temperature. On (B)(6) 2019 it was reported the patient didn't feel good, felt feverish, suffers from a painful and swollen insertion site and her abdominal circumference seems to be increasing. There is a lot of leakage of pus and stomach contents and appears there is leaking duodopa. Insertion site is swollen, red, painful and there is fibroma and pus. When pushing the swelling, gastric juice and a lot of air comes out of the site. No fever. On (B)(6) 2019 it was reported the abdomen is inflamed and patient is using an unknown antibiotic. Peg tube remains in with inflammation around the insertion site. A lot of moist/pus is coming from the insertion site and reported to spray out. It is being cleaned three times per day. Patient is progressing. Patient thinks that this is caused by a fall on her abdomen.